Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the polyfoil pouch, carrier tube, hemostasis sheath, arteriotomy locator and the header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The sheath and locator are assembled. The locator is not fully inserted into the sheath. A kink is present in the sheath and locator near the blood inlet holes. The complaint can be confirmed for sheath and locator mechanical damage as a kink was present near the blood inlet holes. The exact root cause cannot be determined. The likely cause is the kink occurred during insertion, as the sheath and locator were not fully assembled and lead to the observed kink. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following information: it was reported that the doctor intended to close the 6fr femoral wound with the 6fr angio-seal as the final step in his percutaneous coronary intervention (pci) procedure. The doctor successfully completed the assembly of the locator and the insertion sheath. He then tried to insert that assembly into the wire, and he found out the tube was kinked. He instantly opened a new 6fr angio-seal to complete the wound closure. The patient remained in stable condition. There was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.